Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas and reported a call service alarm issue. It was noted that the call service alarm was unable to be cleared. There was no reported adverse event associated with this complaint. This complaint is not being reported based on the following conclusion: an exclusion criterion to the meddev reporting guidelines (protection against a fault functioned correctly) has been met.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: a review of the pump history revealed multiple call service 087 alarms. During evaluation, the pump was powered on with no alarms. The pump was exercised for 24 hours with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.